Event description:
Consumer complaint was received through FDA's medwatch program (mw5114466). Consumer reported complaint for the true metrix control solution. Event description - medwatch: purchased a package of control solution in order to assure quality control of a home glucose monitoring system. Upon opening the package I discovered that the kit contained three levels of control solution but did not provide the acceptable range values for the tests. The instructions indicate the acceptable levels are printed on the bottles. I am reporting this to a regulatory agency as suspicious.

Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference numbers (B)(4) and (B)(4): different levels of control solution. Control solution was not returned for evaluation. Added most likely underlying root cause onto case as the complaint product was not returned for investigation most likely underlying root cause: mlc-001: user had an inaccurate reference note: manufacturer unable to follow-up with customer - contact information was not provided.